Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens remained implanted. Additional information has been requested but none has been forthcoming. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional information: claim is not reportable and previous medwatch reports should be disregarded due to new information provided. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event h1: serious injury claim # (B)(4).

Manufacturer narrative:
Corrected data: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vaulting and significant reduction of irido-corneal angles. The lens was explanted and replaced with a shorter length lens and the problem was resolved. Cause of the event was reported as the device. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H11 - disregard supplemental #2 as information was misunderstood and claim is still reportable per other medwatch reports and information provided. Claim#: (B)(4).